Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with polydypsia, polyuria, irritability, abdominal pain and moderate ketones associated with an inaccurate delivery issue.reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The black box showed that on (B)(6) 2015 at 19:55, there was an unexplained loss of prime; deliveries never resumed. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end of testing, the basal history correctly showed 2.0u and total daily dose showed 48.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.